Event description:
On (B)(6) 2010, pt reported he is changing the insulin cartridge and he can't get the "please remove the cartridge" off of the display screen of his infusion device. Advised pt to press and hold the check mark key; the piston rod then returned. Pt stated the rubber on top of the check mark in torn. Pt reported you can't see the base material just by looking at it, but if you press the check mark key from the top, it won't respond. Pt stated you have to press the key with the angle of your finger to get it to respond. Pt reported he wears the infusion device in a case. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.